Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was hot to touch while plugged in to charge. The pump declared multiple, intermittent temperature alarms. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose level was 151 mg/dl. Reportedly, the alarm cleared and the customer continued to use the pump for insulin therapy.